Event description:
It was reported that a new tank was inserted into the cardiosave intra-aortic balloon pump (iabp). The iabp displayed empty on the screen. A new tank was put in and problem was corrected. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site state is actually unknown but initially it was mentioned wrongly as vt). Additional information: e1 (event site postal code: (B)(6)) it was reported that the cardiosave intra-aortic balloon pump (iabp) had issues with helium tank and it read empty on the screen. Issue was resolved after installing the new helium tank by the customer. There was no patient involvement and no adverse event is reported.